Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product code: 3335040 lot number: 4071992, and no non-conformances or manufacturing irregularities were identified. All qc and microbiology testing met specification. There are known adverse events associated with the use of bone cements including serious adverse events concerning potential blood pressure and cardiovascular issues that could result in fatal outcomes during the cementation and implantation process. Our instruction for use (IFU) provides awareness of these adverse events and complications. A complaint search for gentamicin bone cement was performed and no previous complaints were found related to a fatal outcome. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional monitoring for any potential safety signals is also conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation, no corrective and/or preventive actions were identified. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 3335040 lot number: 4071992, and no non-conformances or manufacturing irregularities were identified. Device history batch: null device history review: a manufacturing record evaluation was performed for the finished device product code: 3335040 lot number: 4071992, and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product code: 3335040, lot number: 4071992, and no non-conformances or manufacturing irregularities were identified. All qc and microbiology testing met specification. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 3335040 lot number: 4071992, and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product code: 3335040 lot number: 4071992, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: d3, g1 (manufacturing site name).

Event description:
It was reported that during a surgical procedure for implantation of hip endoprosthesis utilizing bone cement, the patient suddenly began experiencing symptoms of cardiac distress, arrest and asystole. The condition at the time of notification of an adverse reaction was severe, without dynamics, unstable. Mechanical ventilation was carried out. The severity was due to cardiovascular, cerebral, respiratory failure. The patient died.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: removed patient code: cardiovascular insufficiency. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.